Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. A review of the product verification (pv) sample data revealed that all samples passed the balloon inflation/deflation, balloon fatigue, balloon burst, and balloon pressure decay leak tests. All of the pv data from the past 12 months was reviewed, and no negative trends were discovered. One similar complaint related to balloon leaking was found. In that case, functional testing of the suspect balloon was performed and no non-conformities were discovered. The device history review (DHR) confirmed that all manufacturer's specifications were met prior to the device being released for distribution. Per the instructions for use (IFU), balloon rupture is a potential adverse event associated with balloon aortic valvuloplasty and the transcatheter aortic valve replacement procedure. The IFU and the retroflex 3 training manual instructs operators to inflate the balloon during the sizing portion of the preparation procedure. Any ruptures or damage to the balloon is highly detectable prior to the insertion of any devices into the patient. Every balloon is 100 percent inspected for separation at bond sites, deterioration, and contamination, as well as inflated to inspect size, and the manufacturing process includes a 100 percent balloon pressure decay leak test. In this case, the leak was noticed during preparation. The root cause of the leak cannot be confirmed because the device was discarded by the site. However, the DHR and complaint history reviews indicated that it was unlikely that a manufacturing non-conformance was the cause. In addition, no increasing trends related to balloon leaks have been identified. No IFU or training inadequacies were identified in relation to this event. Therefore, no additional actions will be performed at this time.

Event description:
As reported by the edwards field clinical specialist, while preparing the balloon catheter the balloon leaked and would not hold the contrast mixture. It could not be confirmed if the balloon had ruptured or was just damaged. The leak was noticed out of the box and the balloon was not used. The balloon was discarded and another balloon was used, which was described as working fine. Additional investigation revealed the following: the medical team believes the balloon was leaking from the proximal end, because when they held the balloon tip down and tried to inflate it with contrast mixture, solution leaked from the top. The leak was described as small, and the medical team assumed that this was an out of box failure, however, they could not tell if someone may have accidently kinked the balloon during handling.